Manufacturer narrative:
(B)(4). According to the complainant, the suspected device will not be returned. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallflex biliary stent had been implanted on an unknown date and was being removed during a stent removal procedure on (B)(6) 2018. According to the complainant, the physician used the dilation balloon to pull the stent down to the ampulla and rat tooth forceps to remove the stent out from the patient. During the removal, one of the stent loops was pulled and the wire came untwined from the stent and was damaged but still connected. They were able to remove the stent without difficulties. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.